Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of any damage or manufacturing deficiencies that would result in fluid failing to flow through the complete fluid path. The download data shows that the device generated an 0x34 alarm, indicating that main processor reset for unknown reason. All battery voltages were measured to be within the expected range. The shelf mode current was measured to be within specification. It could not be determined what caused the alarm. The device was reset and the data was downloaded. During the first attempt of reset, the device generated an 0x5c alarm. The device was reset again and the data was downloaded. During the second attempt of reset, the device generated an 0x40 alarm. Inspection of the device the ratchet gear teeth to be damaged causing the two alarms.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 22.3 mmol/l (401.4 mg/dl) while wearing the pod between 36 and 48 hours on the arm. The pod was removed, and the cannula was noted to be bent. Hyperglycemia treated by activating new pod and bolus.